Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that x-ray was found to not be possible due to a defective power enclosure, going from power enclosure to sedecal stand alone board. Therefore, the sedecal generator board did not boot up. The power conversion board was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. System manufacture date is no available.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant displayed "system initializing". The movement and drive of the system worked. There was no patient present at the time this issue was observed.

Manufacturer narrative:
The power conversion was returned to the manufacturer for analysis. Functional testing found that the power conversion failed a bench test and was determined to be malfunctioning. If information is provided in the future, a supplemental report will be issued.